Manufacturer narrative:
(B)(4). On an unreported date, the patient experienced peritonitis and also experienced sepsis. The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis and also experienced sepsis, coincident with peritoneal dialysis therapy. On an unreported date, the patient was hospitalized for the peritonitis and sepsis events. The cause of the peritonitis and sepsis was not reported. Treatment for the peritonitis and sepsis events was not reported. Dianeal therapy was ongoing. At the time of this report, hospitalization was ongoing. It was not reported if the patient was recovering or was recovered from the peritonitis and sepsis events. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.